Manufacturer narrative:
Continuation of concomitant medical products: 7742 lead, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead threshold went up to 2.75 from 2.0 during implant. No intervention was taken and the lead remains in use. No patient complications have been reported as a result of this event.